Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with blood glucose reaching 376 mg/dl, while on a teflon infusion set. The user performed a full supply change, verified the cannula was not bent, administered 10 units of rapid-acting insulin by injection, and temporarily disconnected the ilet per guidance to reduce risk of hypoglycemia. Symptoms included elevated blood glucose, headache, nausea, polyuria, and malaise. Outcomes included subsequent improvement with blood glucose trending down and stabilizing later that day. Investigation included troubleshooting and education, review of device use and supplies, and review of available glucose data. Investigation of this case revealed no device alarms, no evidence of infusion set kinking, and an unclear cause for the hyperglycemia. It was concluded that the event was user-managed with corrective actions and that a definitive device-related cause could not be established.